Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 2 open (used) samples. One of them has 8 needles and all sutures are out of the foam. In the other one, there are 5 sutures placed in the sponge pack and a sponge with 4 detached needles. As the suture is used it cannot be checked the sponge, but we assume that two sutures were placed in one spot, as there are 8 spots in the sponge. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit. Final conclusion: taking into account that the results of sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that he found 9 sutures instead of 8 sutures in the package. There was no patient injury but the surgery was prolonged for 30 minutes. No more information has been provided.